Event description:
The customer reported to baxter (B)(4) regarding one 1l set, xt w/.22 mic fltr, 1y ll16in, high pres ext life fl, 5ml in which the set leaked near the filter. No patient involvement as noticed while the drug was being hooked up and before remicade was about to be infused. The process step was during priming; no patient injury; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.